Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the inability to transfer data between the system monitor and the controller was confirmed via analysis of the returned product. The heartmate 3 system controller was returned and evaluated at abbott. During the evaluation the controller was visually observed and a broken pin was lodged in the white power cable on the transmission communication pin. A lodged pin within the transmission communication line would not allow for the controller and system monitor to communicate, confirming the reported event. The broken pin was removed and a log file was downloaded. The downloaded controller event log file contained combined relevant spanning 6 hours on (B)(6) 2023 (5:19:49 ¿ 11:08:43 per the timestamp). There were no other notable atypical alarms active in the log file. During the evaluation, the controller was functionally tested and passed all tests without issue. The controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. He root cause of the reported event was determined to be a broken pin from the patient cable stuck inside the white power cable of the controller causing the inability to transfer data between the controller and system monitor; however, the cause of the broken pin could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the staff were unable to get any data to transfer to system monitor even though the white power cable was connected to the patient cable. Upon closer inspection, it was noted that a pin from the patient cable was broken off and stuck in the white power cable. A controller exchange was performed and the damaged patient cable was discarded.